Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the set screw was missing from the locking screw. The wound was checked but it was not found. The surgeon replaced the screw with a new one. The device associated to the complaint was returned for analysis. The product was returned without the insert/screw (the product is no longer inside the packaging) the DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. For the insert and screw assembly, there is an operating procedure that order a protocol: insert and screw assembly on a brooch, screwing until abutment and then one tour unscrewing. The respect of this procedure involves the assembly of this insert. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The set screw was missing from the locking screw. The wound was checked but it was not found. The surgeon replaced the screw with a new one.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.